Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the right atrial (ra) lead dislodgement immediately following the implant procedure. The dislodgement occurred after the pocket was closed but the patient was still on the table. The pocket was reopened and the ra lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported. At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.